Event description:
It was reported that the transmitter power adapter burned after the patient's house was struck by lightning. The transmitter would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.